Event description:
Device analysis: there were no kinks noted to the catheter. No resistance was felt while loading a 0.035¿ guidewire. The stent had been deployed so the red safety clip was not in place. The retractable sheath had been fully retracted. The material at the proximal end of the distal tip and covering the distal marker band was raised and deformed indicating that it may have gotten snagged. No damage was noted to the floating marker band or the rest of the device.

Event description:
A physician was attempting to use a complete (se) self-expanding peripheral stent system to treat a lesion in the distal sfa of a patient which exhibited 50% stenosis. It was reported that the stent was advanced to the target lesion and deployed with no issues. However upon catheter removal, the catheter was stuck on stent strut and caused stent to prolapse. A second non mdt stent was deployed within the prolapsed stent to correct failure; successful deployment with no patient injury. The device was removed from packaging, inspected and prepped with no issues noted prior to use. The device did not pass through a previously deployed stent. Excessive force was not used during delivery and no resistance was encountered when advancing the device. No other clinical sequelae were reported for this event.

Manufacturer narrative:
Results and conclusions: (based on the information available no root cause can be determined). (Device evaluation anticipated, but not yet performed). (B)(4).

Manufacturer narrative:
Evaluation results: related to operational context (a device problem related to the operator's technique or use environment). Deformation problem. Evaluation conclusion: operational context contributed to event(a device problem related to the operator's technique or use environment). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.